Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the ipg site. The patient was given oral antibiotics, and surgical intervention took place where the ipg was explanted, and the competitor leads were left implanted to address the issue. The exact date of explant is unknown. After the infection had cleared. Surgical intervention took place again on (B)(6) 2024 where the competitor leads were explanted, and a new system was implanted. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - section d - device info corrected. Correction - section b5 - verbiage and not reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that the patient had a competitor device and the nervo cervical ipg site was infected and explanted at an unknown date with the competitor leads left implanted. Once the infection cleared the competitor leads were explanted, and the patient was implanted with an abbot cervical system. Therefore, it was determined that the system that was removed was that of a competitor and not an abbott device, and the event is not reportable.